Event description:
It was reported that the patient had a catheter revision. It was indicated prior to revision that the patient had a catheter dye study and computed tomography (CT) scan. Following the procedures, the patient suddenly experienced an onset of vomiting for 24 hours. It was revealed that the catheter was fractured at the most distal piece and the remaining catheter proximal segment had pulled out of the intrathecal space. A new distal piece was placed and the catheter was pinned at the fractured site to a new piece. The outcome of the patient was not provided. If additional information becomes available then a follow-up report would be submitted. The drugs delivered via pump remained the same and were dilaudid, clonidine, and bupivacaine.

Event description:
Additional information received reported that the cause of the event was a catheter fracture, possibly due to vomiting, and the reported catheter revision took place on (B)(6) 2012. The patient had loss of efficacy and symptoms of withdrawal as a result. The patient outcome was reported as 'no injury'. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2005-(B)(6), explanted: (partial) 2011-(B)(6), product type catheter. (B)(4).

Manufacturer narrative:
Product ID 8835, serial# (B)(4), product type programmer, patient, product ID 8596sc, serial# (B)(4), implanted: 2011 (B)(6), product type catheter. (B)(4). The event took place on the pump device being updated to this report, which is different than the device previously reported. Please note that the pump manufacturing information has additionally changed due to the change in device for the event. Concomitant products have also been added.